Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction leading to the device's inability to convert the patient's rhythm. Manufacture dates: monitor: 2/25/2015; electrode belt: 8/6/2013.

Event description:
A us distributor contacted zoll to report that a patient received seven treatments from the lifevest on (B)(6) 2017. The patient was reportedly in the hospital and using the restroom at the time of the event. The patient was reported to be conscious throughout the entire event by the nursing staff. The patient was also being monitored by hospital telemetry. At 8:40:37 am, ventricular tachycardia (vt) was detected by the lifevest. From 8:40:41 to 8:43:17, the response buttons were pressed. At 8:44:06 am, the patient received the first treatment. The rhythm at the time of the treatment was ventricular tachycardia (vt) at 220 and the post-shock rhythm was sinus tachycardia at 130 bpm. At 8:45:19 am, the patient received a second treatment. The rhythm at the time of the treatment was vt at 200 bpm, the post-shock rhythm was sinus tachycardia at 120 bpm. From 8:48:23 am to 8:49:57 am, the patient received five appropriate shocks during vt. All of these shocks were unable to convert the patient's rhythm, and the patient remained in vt post-shock. The nursing staff reports that after the seventh shock, the lifevest was removed and the patient was externally defibrillated by hospital staff. The patient was then transferred to an ICU for closer monitoring and has ended use of the lifevest to receive an ICD.